Event description:
Failure to osseointegrate due to new information received from the customer, hence this updated report.

Manufacturer narrative:
Due to new information received from the customer, hence this updated report.

Event description:
Failure to osseointegrate.